Manufacturer narrative:
Hill-rom technical support found the brake tube was most likely causing the brake caster not to hold. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. No further information is available on the repair of the bed at this time. If any additional relevant information is identified following completion of the repair, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the right side brake pedal would not allow the brake on the left side to go down completely. The bed was located at the account in ccu room 100. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).